Event description:
During an alizea implantation, it was not possible to program any parameter (pacing, mode, pacing amplitude, rates etc). The dropdown list was not visible.the attempts to shut down were not successful. The battery has been therefore removed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation led to the following observations: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. This issue has been reproduced by the r&d team. The most likely hypothesis is a software issue, and it will be corrected with the next smartview version. The complaint is recorded for trending purposes. Please refer to the attached analysis report.